Event description:
A malfunction was reported on the pump, specifically displaying malfunction code "malf 12," but no notable events occurred prior to this issue. The customer's blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. The customer reset the pump with guidance from technical support and did not experience a recurrence of the malfunction code. The customer was advised to continue using the pump and to report if the issue reoccurs, and they acknowledged this guidance.